Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Evaluation confirmed and reproduced the reported symptom of constant downstream occlusion. The downstream sensor current was found to be too high with a loaded set, making the device more sensitive to false downstream occlusion alarms. The force sensor flex assembly was replaced.

Event description:
During baxter's functional testing, it was found that a spectrum pump had constant downstream occlusion alarms. There was no patient involvement.